Event description:
Is being filed to report the damage to the posterior leaflet during grasping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The ntw clip delivery system (cds) was advanced to the mitral valve and during grasping at the medial position there was difficulty and the posterior leaflet was torn. Therefore, the ntw clip was removed and exchanged for an xt clip to cover the tear of the posterior leaflet. One clip implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on available information, the reported failure to grasp leaflets appears to be due to challenging patient anatomy. The reported leaflet tear appears to be a cascading event of the failure to grasp leaflets. Additionally, tissue injury is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.